Event description:
The patient received hyaluron pen treatment for her lips at the beauty salon ((B)(6) by (B)(6) inc (B)(6)). She developed vascular occlusion. She was reassured by the salon owner that it is not a problem, he was very defensive and advised her against going to see a doctor and dissolving the product. Hyaluron pen is a device used by beauty technicians, it pushes hyaluronic acid into the epidermis or deeper, it potentially can occlude blood vessels and cause vascular occlusion and even blindness. The vascular occlusion was reversed with hyaluronidase. The beauty salon owner was not aware of the potential complication, the was very defensive. Non-medical professionals should not be allowed to use this potentially dangerous device. FDA safety report ID # (B)(4).